Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was faltering, it may be hanging. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaw was loose, but the pin or the jaw did not fall off.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.